Event description:
It was reported that the postoperative evaluation revealed nonunion of the right femur construct. A decision was made to remove hardware and revise the intramedullary nail construct. All hardware was removed and revised successfully. There was no report of a surgical delay. This report is 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Expiration date: 12/2019. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.